Event description:
It was reported that the led display segment was dim for three large volume pump modules, and therefore, will replaced.

Manufacturer narrative:
Correction: g.5

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the led display segment was dim for three large volume pump modules, and therefore, will replaced.